Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was sitting on his chair and felt like he was having a low. The cgm was reading 70mg/dl and his wife took a finger stick that read 39 mg/dl. The patient began to sweat and felt out of it and his wife called the emergency medical technicians (emt). When the emts arrived, they administered intravenous (IV) therapy that contained sugar water to revive the patient. Once the patient was revived, the emts left. At the time of contact, the patient was recovering. Additionally, the patient indicated that the inaccuracies may have been caused by gel from an ultrasound that got under the sensor. No additional patient or event information is available. Data was not provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.